Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
This was reported as an arteriotomy closure of a femoral artery with a proglide device using the pre-close technique via a 7f sheath hole prior to an abdominal aortic aneurysm repair (aaa) procedure. Reportedly, there was a problem or defect with the device. The suture of a new proglide device was successfully pre-placed and the aaa procedure was completed using the same sized sheath. Hemostasis was achieved with the pre-placed proglide suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for evaluation. The insufficient information was observed as a suture retrieval issue needle to cuff miss. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This was reported as a closure using a proglide device related to an abdominal aortic aneurysm repair procedure. Reportedly, there was a "problem/ defect" with the device. A new proglide device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed MDR report, the following additional information was received: this was reported as an arteriotomy closure of a left common femoral artery with a proglide device using the pre-close technique via a 7f sheath hole prior to an abdominal aortic aneurysm repair (aaa) procedure. Reportedly, there was a problem or defect with the device. The suture of a new proglide device was successfully pre-placed and the aaa procedure was completed using the same sized sheath. Hemostasis was achieved with the pre-placed proglide suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.